Event description:
It was reported "patient with indication for arterial catheter placement; during the purging of the device, the white protector is removed and a fractured guide is observed in the body of the catheter." This was found prior to use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one catheter, guidewire, and protective tubing for evaluation. No obvious signs of use were noted. Visual analysis revealed one kink towards the proximal end and two additional kinks along the central body of the guidewire. No defects or anomalies were observed on the catheter. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and confirmed the distal and proximal welds were secure and intact. The guidewire length measured 348mm, which is within the specification limits of 345mm - 355mm per the guidewire product drawing. The guidewire outer diameter measured 0.517 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through a lab inventory 18 ga introducer needle, and the undamaged portions were able to pass with no resistance. Resistance was encountered at the locations of the kinks. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer's report of a kinked guidewire was confirmed during the complaint investigation of the returned sample. Multiple kinks were observed along the guidewire body, and the protective tubing was also found to be bent. However, the guidewire met all relevant dimensional and functional specifications. The packaging clearly states, "do not bend." Based on the customer description and the samples received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.